Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had an increasing amount of pain and they were not able to aspirate a side port on his intrathecal pump. The patient was taken for surgery. The hcp stated they found the catheter in the lumbar spine, loosen up the tie down and was pulling back on it and realized the catheter was cut probably at the lamina so the patient was not getting any medication in his lower back. There was no csf leak that the hcp could spot meaning it had been closed off for a while. The hcp used a new introducer needle to place it into the intralaminar space at l3-l4, verified the position, ap and lateral projections under fluoroscopy. The hcp ran a catheter up to t8 verifying the correct posterior central position and then used a new tie down placed in the spine and catheter split between the old catheter and the new catheter tied down in the lumbar spine, then closed the subcutaneous tissues with interrupted 3-0 vicryl. There were no complications. The patient had a bolus to clear the part of the catheter that was thought to still be in there. The hcp stated it would be a guess from now on as to the total volume, usually having that only would change in deviations from 0.5 ml. The patient was sent home with postoperative pain medication. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2014. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 18 UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described : in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The catheter was returned for destructive analysis and identified a break in the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.